Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported scratches on the lcd window, keypad buttons need to be pressed twice in order to get them to respond, and loud motor rewinds. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, stains on the keypad overlay. The scratches on the lcd window are severe. They do make it difficult for the user to see what is being displayed underneath. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No loud rewinds were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred around the event date. Although this alarm did occur once, it did not occur anywhere near the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit passed the keypad voltage test. In summary, the customer¿s report of scratches on the lcd window was confirmed. Both the keypad buttons need to be pressed twice in order to get them to respond and loud motor rewinds were not confirmed. Due to the severity of the scratches on the lcd window, the unit is considered a failure. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the buttons has to be pressed twice to get respond, scratches on screen affects when reading and device was louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.